Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI. However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet has been completed on (B)(6) 2025. The implanted device remains.